Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Prismaflex st150 set has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a ventilated intensive care patient was receiving continuous renal replacement therapy (crrt) using a prismax machine and a prismaflex st150 set. The patient was also receiving a (1-unit) blood transfusion due to low hemoglobin. It was found that the return line of the set had "disconnected loosing blood". The return line was immediately reconnected, and the treatment was continued. During treatment, there were several attempts to resolve unspecified calcium channel line priming issues and treatment was terminated with blood returned to the patient as "it cannot be continued any further". The accumulated blood loss was estimated to be around 40 to 50ml. It was reported that the hemoglobin dropped from 67gm/dl to 62gm/dl and an additional unit of blood was transfused. It was reported that the patient outcome was "good" and blood pressure maintained. On an unspecified date, it was further reported that the patient passed away. The cause of death was not reported. No additional information is available.

Manufacturer narrative:
Additional information: h6, h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.